Manufacturer narrative:
H6: results: visual inspection of the returned product showed that part of the lens is stuck in the cartridge. The aq cartridge-fp was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens and the lens trailing haptic stuck in the cartridge and tore off. The lens was removed without enlarging the incision. Another lens was inserted. No suture was required to close the wound. No patient injury.